Event description:
Radiometer reference number: (B)(4). According to the complaint the customer had two times a result of glucose measurement value of 0 mmol/l on an abl90 flex plus analyzer (serial no; (B)(6)). Checking with a handheld device showed a value of 6.4mmol/l. Incident happened at (B)(6) 2025 23:55h. After these measurements the abl analyzer performed a calibration and then this was also incorrect, qc was also out of limits.

Manufacturer narrative:
The radiometer investigation acknowledge the problem the customer experience. The calibration logs indicate, that in more cases, the background signal (status values) is much lower than typical. This can happen if connection between analyzer and sensor cassette (sc) is missing - and that is the case here. Root cause is traced to component failure. Customer needs to replace the sc and be aware, that the issue disappears afterwards.